Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 00080 (defib power up failure) when executing the extended self test. Error code 00080 is accompanied by the message/instruction to cycle power and the device halts operation. The customer reported they could not clear this condition. The condition was reported to have presented during user initiated extended self test; there was no patient involvement. Philips evaluated the device. No malfunction could be recreated. The device passed all testing, therefore, we cannot determine the cause.

Event description:
The customer reported the device displayed error code 00080 (defib power up failure) when executing the extended self test. Error code 00080 is accompanied by the message/instruction to cycle power and the device halts operation. The customer reported they could not clear this condition. The condition was reported to have presented during user initiated extended self test; there was no patient involvement.